Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease flat and fluids clear inside the device. Leak test and microscopic analysis was performed which identified: delamination. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device was explanted.